Event description:
The customer reported that the 7900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The memory module was replaced. The system was tested and operates as intended.